Manufacturer narrative:
Complaint sample was returned for evaluation: DHR was reviewed and didn't notice any issue on the in-process samples and finished goods samples. The finished goods results shows that all testing had met the company specification. Failure analysis - sterilization on this product family is gamma irradiation, therefore, there will be no moisture or gas which will contact or damage the product as it was mentioned by the customer. The customer's narrative "if you look closely, we also notice that the paper apparently got too wet during the sterilization process and fear that it went wrong somewhere there." However, this will not be the case as this is gamma irradiated. Retain samples were examined and did not see any abnormality or crease as complaint narrative mentioned. Returned samples were examined and did not see any issue on difficult to remove, creases, or wet damaged. Peel adhesion test was also conducted on returned samples and passed. All returned samples look normal compare to retained samples and another production samples. Root cause can not be determined as no issued found.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. DHR was reviewed and didn't notice any issue on the in-process samples and finished goods samples. The finished goods results shows that all testing had met the company specification. Sterilization on this product family is gamma irradiation, therefore, there will be no moisture or gas which will contact or damage the product as it was mentioned by the customer. The customer's narrative "if you look closely, we also notice that the paper apparently got too wet during the sterilization process and fear that it went wrong somewhere there." However, this will not be the case as this is gamma irradiated. Retain samples were examined and did not see any abnormality or crease as complaint narrative mentioned. Unknown root cause as no product returned for evaluation. No issues found on the retained samples and there was no compliant trend on this product code and lot number.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the suture strip for wound closure was difficult to dissolve causing blistering at site of application, the skin was damaged and the most superficial layer was stuck to suture strip, resulting in open wounds of the surface that was covered with suture strip. All injured patients underwent varicose vein surgery. "This is really not possible (blistering) and makes that there is no doubt that something went wrong during the manufacturing process. If you look closely, we also notice that the paper apparently got too wet during the sterilization process and fear that it went wrong somewhere there. During the last shipment we immediately noticed that the packaging seemed crumpled, and when opening, the strips were much more difficult to open." 9 of 9 reports (same failure, same product, different patients). Other mfg report numbers: 9680091-2020-00005, 9680091-2020-00006, 9680091-2020-00007, 9680091-2020-00008, 9680091-2020-00009, 9680091-2020-00010, 9680091-2020-00011, and 9680091-2020-00012.